Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections between the power distribution pcb and the video controller pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of the diagnostic live image. No patient or user injury was reported.